Event description:
Crack just under bifurcation. Catheter is changed.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval. A chr of lot# resa0087 showed one other similar product complaint(s) from this lot number. (B)(4)